Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right ventricular (rv) lead, exhibited high out-of-range pace impedance measurements greater than 2,000 ohms and high capture thresholds of 5.0 v @ 0.5 ms. There was also noise with oversensing and pacing inhibition. Inappropriate shock delivery was noted, and therapy was turned off. The patient was fitted with a life vest. This ICD and rv lead remain in service at this time, however lead revision was anticipated. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right ventricular (rv) lead, exhibited high out-of-range pace impedance measurements greater than 2,000 ohms and high capture thresholds of 5.0 v @ 0.5 ms. There was also noise with oversensing and pacing inhibition. Inappropriate shock delivery was noted, and therapy was turned off. The patient was fitted with a life vest. This ICD and rv lead remain in service at this time, however lead revision was anticipated. No additional adverse patient effects were reported.